Manufacturer narrative:
When the pump was received for testing, co was able to scroll through the history. However, "begin base rate delivery" wad documented to the history log repeatedly. This is unusual. However, co could not duplicate the experience and co could find no cause for the problem. The pump was programmed for a "variable mode" infusion test, base rate 10.8ml/h, start time 8:00 p.m., stop time 10:00 a.m., phase one 108ml/h, start time 7:50 p.m., stop time 8:00 p.m. And ran within specifications and without any alarms. The program was reset 3 times and each time ran within spcifications. Ther percent of errors were -2.63%, -1.98% and -2.04%. Fluid spillage was found on integrated circuits u2, u8 and u22.

Event description:
Non-delivery reported. The pump was set to infuse primacor in the variable mode with one phase delivery programmed at 108 ml/hr from 7:50 pm to 8pm, and a base rate of 10.8 ml/hr from 8pm through 10am. The container size was 175 ml. The following day, a home health nurse observed that the pump had stopped and the display indicated a delivered volume of 43.8 ml. The expected delivery amount at that time was 172ml. She attempted to review the pump history, but it would only allow her to view about 4 hours of delivery history and then it would not advance any further. The pt is primacor dependent and experienced dyspnea, lung crackles to 1/3, weight gain, mild ankle swelling, and was subjectively "uncomfortable." His physician was notified and he received bumex 2 mg twice daily for three days in addition to restarting the primacor with a new device. His condition improved, he was able to remain at home and no adverse sequelae were reported.